Event description:
The manufacturer received information that a low inspiratory pressure alarmed occurred on a ventilator. The device was not in use on a patient during the reported occurrence. The device was checked by a philips service engineer. During the evaluation, the device failed a test step. The active exhalation control module will be replaced to address the reported issue.